Manufacturer narrative:
To date, no product has been returned for evaluation. If and when product has been evaluated, results will be forwarded.

Event description:
During a vitrectomy procedure, the vitrectomy function of this unit would not work. Another unit was used to complete the procedure.